Manufacturer narrative:
Programmer model 37642 (B)(4), extension model 7482a51 (B)(4) implanted: (B)(6) 2008 explanted: na, accessory kit model 3550-09 (B)(4) implanted: (B)(6) 2008 explanted: na, lead model 3389s-40 lot# v130326 implanted: (B)(6) 2008 explanted: na, neurostimulator model 37601 (B)(4) implanted: (B)(6) 2011 explanted: na, extension model 7482a51 (B)(4) implanted: (B)(6) 2008 explanted: na, lead model 3389s-40 lot# v137280 implanted: (B)(6) 2008 explanted: na,

Event description:
It was reported that the patient had low impedance values on their implantable neurostimulator (ins). C,8= 522; c,9=526; c,10=530; c ,11=530; 8,9= 111; 8,10=115; 8,11=114; 9,10= 117; 9,11=116; 10,11=115. It was noted that the patient did not have any change in therapy, no trauma and no falls. Additional information reported indicated that the patient had a lesion in their left temporal lobe. The patient denied any trauma or falls. There was bruising on the patient's eye lid, but no apparent cause. The patient indicated that he had headaches. Additional information had been requested, but was not available as of the date of this report.